Event description:
Note: the date of event is not known. A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure (B)(6). According to the complainant, upon completion of the procedure, while removing the sheath, a crack was noted at the distal end of sheath. Follow up info received on 06/10/2009 confirmed that sheath was not pierced by the tenaculum. The procedure was completed with this device and there were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).